Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 6f/7f mynxgrip vascular closure device (vcd) was not taking during deployment, resulting in bleeding post care. Manual pressure was applied, and the bleeding resolved. There was no reported patient injury. The procedure performed was diagnostic. The operator was certified in the mynx vascular closure device (vcd). A 6f non-cordis sheath introducer was used. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was not returned for this evaluation. The sealant sleeve was found fully retracted, while the balloon was observed saturated with crystals of saline solution. No additional anomalies were observed during this visual analysis. An attempt to execute an inflation/deflation functional test was performed; however, it could not be completed because the balloon and the inflation lumen were saturated with saline solution crystals. The reported event of ¿sealant-failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could contribute to the reported failure. Additionally, the inability to execute the inflation/deflation functional test was attributed to the dried saline crystals inside the balloon, which would not have been experienced by the user at the time of the procedure. Therefore, the possible contributing factors to the issue experienced include access site factors, pharmacological factors and/or handling factors of the device. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 6/7f mynxgrip vascular closure device (vcd) was not taking during deployment, resulting in bleeding post care. Manual pressure was applied, and the bleeding resolved. There was no reported patient injury. The procedure performed was diagnostic. The operator was certified in the mynx vascular closure device (vcd). A 6f non-cordis sheath introducer was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.